Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (account did not remember date). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Based on the information received with this event, there does not appear to be any indications with the quality of the product.

Event description:
It was reported that a physician trained in the use of the prostar xl achieved arteriotomy of the femoral artery after an interventional procedure. However, it was reported that it was difficult to rewire the device using a non-abbott stiff guide wire. The guide wire developed a 90 degree bend in the tip after it exited the prostar xl. The guide wire was removed and another one was used. The sutures achieved hemostasis. There were no adverse patient sequela. Though requested, no additional information was provided.